Manufacturer narrative:
Eua (b)(4(. Investigation summary the complaint of "false positive results" was reported against the bd veritor assay catalog number 256082, lot number 0263714. A query was performed on 30 nov 2020 and found 1 additional complaint for material: 256082 batch: 0263714. The additional complaint was for false positive result. The bd veritor system for rapid detection of sars-cov-2 is a recently released assay, and therefore a trend has not been established for complaints yet. A review of the DHR was conducted by the (B)(4) manufacturing facility quality personnel and no root cause was identified. The hazard analysis for bd veritor system for rapid detection of sars-cov-2 (sdpocrm256082aph revision 1) was reviewed and was found to contain the risk associated with the complaint (false positive). The risk management document assigns a severity of s3 (moderate severity). Retain samples were tested by the (B)(4) manufacturing facility quality personnel and results were found to be acceptable. Complaint was not confirmed through retain testing. 3 photographs are attached to the complaint. The photographs were reviewed by quality and show a positive result on bd veritor analyzer labeled with the number 3 and a negative result on bd veritor analyzer labeled with the number 1. A third photograph shows a picture of the test cartridge and labeled extraction reagent tube. The photographs do not confirm the complaint bd veritor system for rapid detection of sars-cov-2 test cartridges are single use only, and therefore the IFU for the system instructs the user not to reuse the test device or other kit components. Users are not instructed to re-insert the test device into the reader after the initial test analysis is conducted. Per the IFU, results are not meant to be visually determined, therefore quality can make no determination of result based on the photograph of the test cartridge. Based on the investigation and risk assessment associated with this complaint, no CAPA or situation analysis is required. CAPA pr # 1878253 has been opened due to an elevated frequency of false positive complaints for the bd veritor system for rapid detection of sars-cov-2 (material: 256082). This CAPA will document all investigation activities and corrective and preventative actions.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Repeat testing performed using pcr test method and the results were negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua (B)(4).

Manufacturer narrative:
Eua #:(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Repeat testing performed using pcr test method, and the results were negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients, and was therefore used off label. There was no report of patient impact. Eua #: (B)(4).